Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose value of 56 mg/dl; the caregiver administered oral glucose (orange juice), after which fingerstick measured 100 mg/dl while the pump sensor displayed 70 mg/dl, and the user was informed about sensor lag and that glucose was back in range. Symptoms included low blood glucose. Outcomes included the event being addressed with oral carbohydrate and completion of troubleshooting and education. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction identified and sensor data lag consistent with known cgm delay. It was concluded that the event was related to hypoglycemia with unclear cause and resolved with standard treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.